Event description:
It was reported by a company rep that apparently a procedure on (B)(6) 2010 was going fine when the fiber detached about 3.5 to 4.0 inches from the tip inside the laser bridge. The fiber tip was retrieved from the scope with no incident. The fiber had been cleaned during the procedure. The company rep does not believe the customer retained the fiber. The company rep does not have any pt info.